Event description:
It was reported that the pump had a weak flow of fluid administration. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of weak flow of fluid administration. There was no relevant service history. There were no relevant events found in event log. Visual evaluation found the device was beyond economical repair. While inspecting the unit found strike marks all around the expulsor and bottom of chassis. This caused dents and gouges in the chassis as well as the front housing and downstream occlusion (dso) seal and sensor.